Event description:
A turnpike lp catheter was used in a patient procedure. Was informed that the tip broke off during a cto. I was not in the case. When I picked it up, I was informed that the corsair had broken in this case as well.